Event description:
It is reported that during a surgery for an im roding, the flexible shaft connector where the screw holds the ring came loose. The surgeon was able to finish the surgery using the instrument but had to hold it to allow it to work. Surgery was not prolonged and there was no injury to the patient reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the device was received in single parts. The setting screw which holds the connector together was sheared off; obviously during heavy workload as the device shows various marks of forcible use. The sheared off part of the fixing screw is missing. Due to the damage the complaint relevant dimensions cannot be checked to manufacturing specifications anymore. The visible wearing marks point to the fact that the instrument was subjected to mechanical overload. Upon review of the device history record at synthes (B)(4) it was noted that the lot number does not appear in docusphere or jde and a DHR could not be completed. A device history record review has been requested from synthes (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.